Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included dysfunctional uterine bleeding and menstrual cramps. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (endometrial ablation with thermachoice, d&c and essure removal/laparoscopic salpingectomy). Essure was removed in 2011. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2010, (B)(6) 2010: operation: hysteroscopy. D&c. Endometrial ablation with thermachoice. Laparoscopic salpingectomy and essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, date of birth, race information, medical history added. Event "essure removal" was updated to pelvic pain. New event added- dysfunctional uterine bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.